Event description:
Per biotronik representative mike boras, this patient has twiddler's syndrome. This lead were removed and replaced with another set of biotronik leads. The hospital retained these leads. Setrox 53, MDR 1028232-2009-00952.